Manufacturer narrative:
This supplemental report is being submitted to provide the manufacture date of the subject device. Corrected fields: g2, h6 - medical device problem code, h6 - investigation findings, h6 - investigation conclusions. Updated fields: h2, h4.

Event description:
No additional information received from customer.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope distal end had a burn. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the likely cause of the burn at the distal end is traced to component failure, due to a high frequency treatment device was used without maintaining a sufficient distance from the tip. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.